Event description:
It was reported, that high out of range pace impedance measurements were noted, when it comes to this device and competitor lead. A review by technical services (ts) noted, many abrupt jumps in pace impedance measurements over the past years with the first jump being (B)(6) 2017. Other lead values appeared normal. And no noise was seen on the electrocardiogram. It was noted, that many anti tachycardia response episodes were seen, due to oversensing. Ts discussed doing an x-ray to investigate this issue as well as reprogramming options. The system remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).